Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable thyroid results for 1 patient sample tested on a cobas 8000 e 801 module compared to the results from both a wako and architect instrument. From the data provided, a reportable malfunction was provided for elecsys tsh assay and elecsys ft3 iii. This medwatch will cover the ft3 iii. Patient identifier (B)(6) for information on tsh. The discrepant results are highlighted. The erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The cobas e801 serial number used at the customer's site was (B)(4). The cobas e801 serial number used at the investigation site was (B)(4). The ft3 iii reagent lot used at the investigation site was lot 314824 with an expiration date of may-2019. The tsh reagent lot used at the investigation site was lot 331814 with an expiration date of aug-2019. The investigation is currently ongoing.

Manufacturer narrative:
From the information provided, a general reagent issue most likely can be excluded. To the differences of the tsh and ft3 values generated with the analyzers from roche diagnostics, abbott and wako: it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.